Event description:
I would like to file a complaint against the motif medical company. I have had consistent issues with breast pumps produced by this company over the past year. Although the pumps are supposed to last for a full year, I have had three separate pumps now which have each died after 3-4 months of regular use. This has resulted in severe reductions in my breast milk production, endangering my infant child. The company continues to sell malfunctioning equipment and needs to be stopped from doing so. Reference reports: mw5151905, mw5151906.